Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: he device was received and evaluated at the service center. The reported complaint that the lens of the scope was foggy or cracked was confirmed. The following defects were found with the device upon evaluation : outer tube damaged, needle outer tube dent(s). Outer tube damaged distal tip damaged. Shaver damage to distal tip, holes in distal tip fiber. Holes in soldered seam. Fibers sunken in. Illumination distal tip fiber damaged. Optical system optical components broken lenses in optical system. Cosmetic issue rust / discoloration. The device was diagnosed and repaired with spare parts, tested and found to be fully functional. User mishandling is the most probable root cause of the physical damage to the device, including the broken lenses, probably due to fall. The damage to the distal tip is a result of contact with the shaver during a surgical process, as identified during evaluation. The rust / discoloration of the device would have been a result of moisture contact with the device and lack of cleaning / maintenance by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/03/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via email the hd epscp, 4.0, 30, 167, mitek. The scope was found to be foggy or cracked. No case involved, no patient harm the device is available to be returned for evaluation.